Event description:
(B)(4). Event occurred in the united states. The patient reported that while changing infusion set, the infusion set's tubing broke where it gets connected to the infusion set and detached from where it got inserted into body. The patient had two sets where the tubing goes into the tubing it just fell off and the tubing broke off. Reportedly, when the patient changed the infusion set, and went to attach it, the tubing just fell off. Moreover, the tubing came off right where it sticks onto skin and was not able to place it back. Reportedly, blood glucose level was 120 mg/dl at the time of incident. However, the infusion set was never placed on the body and pump was not attached. The infusions were stored in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.